Manufacturer narrative:
Additional information was received on (B)(6) 2019. The patient was 44 years old at the time of the event. An estimated implant date of (B)(6) 2019 was provided. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: material rupture. Concomitant products: 750cc artoura breast tissue expander, catalog #smpx150rh, serial #: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent breast reconstruction with a 750cc artoura breast tissue expander experienced deflation post procedure. A defect at the tab was thought to be the cause of the deflation. As a result, the device was explanted on (B)(6) 2019.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the finished device number (B)(4), and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).